Event description:
It was reported at the user facility during set up the shaft of the device broke off. If he shaft were to break off during a procedure it could fall into the surgical site causing an infection risk. There was no medical intervention needed and no significant procedural delays. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported at the user facility during set up the shaft of the device broke off. If he shaft were to break off during a procedure it could fall into the surgical site causing an infection risk. There was no medical intervention needed and no significant procedural delays. The procedure was completed successfully.